Manufacturer narrative:
(B)(4). If implanted; give date: it is unknown if the lens was implanted. If explanted; give date: it is unknown if the lens was explanted (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol)injector malfunctioned in the eye. No further information was provided.

Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation. The cartridge component was observed correctly engaged into lower body of the returned device. The plunger component was observed in a fully advanced position. Visual inspection at 10x microscope magnification was performed. No lens was observed inside the pcb00 device. There are no manufacturing defects observed that could impair functionality. Residues of viscoelastic were observed at the cartridge tube/tip. Stress marks in both sides of the cartridge tube and tip was observed which are typically caused and/or may well appear by the pass of the lens through the cartridge. The evidence observed in the sample received shows that lens passed through the cartridge. No manufacturing defects were observed. The reported complaint could not be verified on the returned product.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report related to this complaint. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective lenses are rejected . A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, returned device analysis, complaint data review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.